Event description:
The ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech was unable to measure volumes during testing, and observed contamination on the exhalation flow sensor. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.